Event description:
The facility indicated two caregivers were conducting a transfer back to the bed when the right shoulder clip snapped. The patient's left leg raised and as he rolled to his right, the left shoulder clip broke. The patient fell to the floor. It was noted that the sling's head supports were missing. The patient was taken to the emergency room and was diagnosed as having a concussion. Treatment is unknown.